Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: lead; product ID: 3550-39, lot# unknown, product type: accessory; product ID: 3550-39, lot# unknown, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain and other chronic/intract pain in their trunk/limbs. The rep reported a loss of therapy in the patient¿s back and high impedances beginning in (B)(6) 2018. The patient fell twice in (B)(6). Once at work and then again when they were on crutches. The patient had good therapy prior to these fall. The rep took impedances at 0.7 volts and saw greater than 10,000 ohms so they re-ran at 3.0 volts and saw various high values. Reference 0: 1,2= >40k, 3=10795, 4,4=>40k, 6-did not capture, 7-36,177, 8-28,607, 9-28,996, 10-11180, 11=40k, 12-14,622, 13->40k, 14-33,841, 15-37,471. Reference 2: 10,12-900, reference 3: 10/12 900 ohms, reference 6: 12-728 ohms. Technical services reviewed troubleshooting steps with the patient. The rep was going to work with programming today to see if anything was viable for the patient to use. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-feb-13 indicating that the explanted components would be returned. No further complications were reported/are anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-mar-14. The rep indicated that the component was placed in the mail on (B)(6) 2019. The tracking number is (B)(6). No further complications were reported/are anticipated.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The ins passed functional testing. Lead with s/n (B)(4) found that the conductor body was broken at the titan anchor site and the proximal end insulation had metal ion oxidation. (B)(4) belongs to the lead with s/n (B)(4). Lead with s/n (B)(4) found that the conductor body was broken at the titan anchor site and the lead body outer insulation was broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jan-30. The patient reported that a fall was the likely cause of the lead fractures. The patient has been referred for a lead revision. The patient¿s weight at the time of the event was unknown. This information was confirmed with the physician/account. No further complications were reported/are anticipated.